Event description:
Literature: okun ms, fernandez hh, wu ss, et al. Cognition and mood in parkinson's disease in subthalamic nucleus versus globus pallidus interna deep brain stimulation: the compare trial. Ann neurol. 2009; 65(5): 586-595. Summary: the study was a single-center, prospective, randomized, pt-and rater-blind, parallel-group trial that aimed to characterize and compare the effects of unilateral stn and unilateral gpi dbs on mood and cognitive function in pts with advanced pd. Pts were recruited, and some pts did not pass initial screening. A total pts were randomized to stn or gpi dbs. A total pts completed the study. Reportable event: one pt experienced pneumonia and death. No relationship of the pt's death to the device/therapy was reported. The dbs was implanted in the stn, side not specified.